Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor was incorrectly set to 1u:10 instead of 1u:100. Multiple follow-up attempts were made to complete troubleshooting and obtain further information, however, no response was received. There was no reported impact to blood glucose.